Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 250 and 125mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.